Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was damaged and leaking. The patient was connected at the time of the event. The patient reported seeing the leak from the patient line connection. The luer connection appeared damaged, separating from patient to patient line. The leak was at the end of the patient line where connected to the cassette, then it ¿broke off¿. The transfer set is still in use. The patient started over with new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a damaged heat seal bead at the patient connector. The device was received with the patient connector separated from the patient line tubing at the heat seal bead. Functional testing, including leak testing failed due to the separation. Clear passage testing and clamp function testing were performed with no issues noted. The reported issue was verified. The cause of the event was the damaged component. The cause of the damaged component was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.